Event description:
Additional information was received from the patient. They reported that the patient went to their physical therapist for balance and strengthening to improve their life. The patient have been waiting for their hospital to call for an x-ray for more than a week and a half.

Manufacturer narrative:
Continuation of d11: product ID: tm90g0, serial# (B)(6), product type: accessory. Product ID: 3889-28, lot# va22hwa, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were waiting for the hospital to call and make an appointment for an x-ray. It had not yet been confirmed that the lead had moved, but the patient said that they knew the lead was in a different place.

Manufacturer narrative:
Concomitant medical products: product ID tm90g0, serial# unknown, product type accessory product ID 3889-28, lot# va22hwa ,implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had been having trouble with their bladder. They noticed it after starting physical therapy and asked if the lead wire could have come loose. Information was reviewed and the patient was redirected to their healthcare provider if they suspected the lead had become loose. They wanted to make an adjustment to their settings, but their communicator was dead. They plugged it in and saw the charging light illuminate. They were instructed to let it charge prior to attempting to sync. Additional information was received. The patient called back. Their communicator was charged, but they were still having difficulty. Communicator and handset use was reviewed and the issue was resolved. The patient reported that the implant was sticking out a little more, which started the last few months, like march or april and at time it was uncomfortable, like when they were sitting in a chair or during physical therapy. They were redirected to follow-up with their managing healthcare provider.